Event description:
It was reported that a patient is having uncontrolled seizures and was hospitalized. The device was checked and the representative reported that the device was checked and within normal limits with no issues, and that the patient has been seizure free for a time period, with breakthrough seizures happening after a dental cleaning. No additional relevant information has been received to date.